Event description:
Info received indicates the tech found the power cord has a high ground resistance reading.

Manufacturer narrative:
The technician isolated the issue to the ac power cord plug. He replaced the power cord plug to repair the bed.